Manufacturer narrative:
H6: investigation summary this statement summarizes the investigation results regarding your complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number 0328429. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation was performed on the batch number provided and no relevant issue was found. Retention sample testing was not done because the material was past its expiration date. Bd makes no claims on expired products and stability studies have shown the use of expired materials may affect the sensitivity of the assay. Therefore, materials past expiry will not be tested. Photos were provided. The complaint was unable to be confirmed via the photos. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. No corrective actions were taken at this time. See h10.

Event description:
It was reported while testing for sars cov-2 42 potential false negative results were obtained. Some specimens were sent out for pcr testing, however, results had not been received. Multiple attempts have been made to obtain additional information, the customer has not responded. Eua # (B)(4),

Manufacturer narrative:
Eua #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 42 potential false negative results were obtained. Some specimens were sent out for pcr testing, however, results had not been received. Multiple attempts have been made to obtain additional information, the customer has not responded. Eua #: (B)(4).